Event description:
Information received related to a trial conducted outside of the us reporting that an angiography procedure was performed (date unknown) because of restenosis in the proximal end of the two stents used in the initial implant procedure.